Event description:
One pt urine sample with discrepant 24 hour urine cortisol results, when compared to other methods. Initial result gave 542.8 mcg/24h; repeated by another method gave 43.0 mcg/24h. Same sample sent to another reference lab which reported a normal urine cortisol result - actual result not provided. Initial result was reported. Pt not adversely affected. If add'l info is received, appropriate notification will be provided.